Event description:
The user scheduled a programming appointment to revisit using the implant after years of not using the device. The device was explanted. No new device was placed. This report refers to 9710014-2018-00215. For further information please refer to this report.